Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 14th may 2024 it was reported by an arthrex employee via email that for an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the eyelet broke when the suture anchor was pulled which caused the anchor to fail to be fixed. This was detected during use in a repair of lower rotator cuff of shoulder joint procedure on (B)(6) 2024. The procedure as completed successfully with a new ar-2324pslc.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-2324pslc suture anchor, peek-swivelock serial/batch (B)(6) was received for investigation. Visual inspection identified that the device was returned for evaluation without the eyelet, sutures or anchor/bio. More in depth visual evaluation noted that the driver outer sleeve tip was warp. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.